Event description:
Related manufacturer reference number: 3006705815-2022-13776. It was reported x-ray confirmed one of the leads had migrated. In turn, the lead was repositioned on (B)(6) 2022 to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.